Event description:
The customer reported that cell #2 of biotestcell 1&2 yielded false positive antibody screening test results in the tube technique. The customer had returned neither the supposedly defective product nor the patient samples that had caused false positive test results. Therefore, our quality control laboratory tested the retained sample with different donor samples and positive and negative controls in the tube technique. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.